Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the actual lead was not returned for analysis. However, performance data collected from the device was received and analyzed. No anomalies were found. Concomitant product: 6944, implantable tachy lead, (B)(6) 2010. (B)(4).

Event description:
It was reported that the atrial lead exhibited far field r-wave (ffrw) oversensing as well as undersensing. The lead sensitivity was reprogrammed, and the lead remains in use. No patient complications have been reported as a result of this event.